Manufacturer narrative:
Initial reporter information was not available on the date of filing. A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be confirmed/replicated. No components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the register task of a cranial resection procedure, the site was unable to track instruments. They aborted the use of navigation but continued the case as the surgeon didn't feel like navigation was mandatory. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome .

Manufacturer narrative:
A software investigation was initiated, however unable to determine probable cause without further information since the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter received. If information is provided in the future, a supplemental report will be issued.